Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a vitality polyaxial screw was fractured mid-shaft at l4. This was discovered during a revision surgery to extend from l4/5 to l5/s and the doctor was only able to remove from the middle of the shaft to the head. There was no patient impact; however there was a 30 minute delay.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined, but excessive or off-axis forces applied to the screw during insertion or removal could cause the screw shaft to fracture. Additionally, inadequate bone preparation could cause the screw to become embedded in hard bone and unable to be removed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a vitality polyaxial screw was fractured mid-shaft at l4. This was discovered during a revision surgery to extend from l4/5 to l5/s and the doctor was only able to remove from the middle of the shaft to the head. There was no patient impact; however there was a 30 minute delay.